Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy the shield reset button was pushed forward prior to trocar insertion. During insertion, the safety shield retracted, however, once the tip penetrated the abdominal cavity, the safety shield did not retract to cover the blade. No internal viscera was punctured. There was no pt consequence.